Event description:
Upon review of post-op x-ray, surgeon noted helical blade backout causing intertrochanteric fracture misalignment. Pt was revised to blade plate. This is one (1) of two (2) reports for one event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no device was returned. A review of the device history record has been requested.